Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient noticed wetness around the cartridge area of their pump. The patient was instructed to disconnect from the pump and perform a change cartridge and tubing procedure. The pump was rewound, the old cartridge was removed, and a new cartridge was inserted. The patient confirmed proper drops and declined to insert a new infusion set when prompted. Blood glucose was unaffected. Connector lot number was 31494, and cartridge lot number was 31489. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.